Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however only provided patient was an adult.

Event description:
It was reported that during a secondary chemo infusion using a non bd set, the user observed that the device pulled fluid from the primary line and infused about 10 ml over an hour instead of 125 ml/hr. As programmed. There was no patient harm reported however the customer stated that there was a delay in patient treatment (time not specified).the event occurred in the infusion center. The customer stated ¿we have had multiple issues where pumps are set up correctly with clamps open but still pull from the primary instead of the secondary¿.